Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of heparin at a rate of 20ml/hour with a vtbi (volume to be infused) of 500ml and the delivery was started. After 2 1/2 hours, the clinician noted that the heparin container was empty and the pump displayed a rate of 200ml/hr instead of the intended rate of 20ml/hr. The physician was notified and lab work was ordered. It was reported that the pt's ptt (partial thromboplastin time) was "well above 200 seconds" and the pt was noted to have hematuria. The pt was treated with protamine sulfate. The device was removed from clinical service. Therapy was resumed the following day using a replacement device. There were no reported adverse pt sequelae. Upon review of the device history, the customer contact reported "it looked like user error" based on the programming of the concentration of the medication. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The customer contact indicated the event was the result of an operator error in programming the device. The pump history was downloaded at the mfg facility. A review of the pump history indicates that in 2009 at 1535, line a of the pump was programmed in the dose calculation mode with a drug concentration on 2500u, diluent 500ml with a dose of 1000u/hr for a duration of 2 hours 30 minutes, and a rate of 200ml/hr and the delivery was started. At 1805, the pump alarmed n161 line a vtbi complete. At 1806, the alarm was silenced. At 1813, the device was turned off. A review of the pump history indicates that the pump delivered as programmed.